Event description:
It was reported that a broken bur was observed inside the attachment in the sterile processing department of the hospital. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the catalog/lot number was not reported. D9: the device was not returned for evaluation.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a broken bur was observed inside the attachment in the sterile processing department of the hospital. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.